Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) was dispatched to the site and confirmed the battery needs to be replaced and the power management card be recovered. UDI (B)(4).

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that while testing the device, it was observed that the battery failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the battery failed while the device was connected to the mains. The rse informed the customer that the battery should be replaced approximately every 5 years and suggested to perform a test. If there are any doubts about the battery, then it is suggested to replace it. If the battery is not the cause, then it could be the power management card. The customer provided photos of the logs and shows device is works on battery, it seems to be recharging now. After further troubleshooting, the customer had performed tests up to step 9. The customer informed that they do not have the adapter for the rest of the test. However, the battery voltage is stable, and it does not appear to be behaving abnormally. After the customer looked at the logs it was confirmed that the error occurred every day during the month of july and since the end of june. Requesting to schedule onsite service for further investigation and repair. The rse dispatched a field service engineer for repair. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the battery needs to be replaced and the power management card be recovered. The fse replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that while testing the device, it was observed that the battery failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the battery failed while the device was connected to the mains. The rse informed the customer that the battery should be replaced approximately every 5 years and suggested to perform a test. If there is any doubts about the battery, then it is suggested to replace it. If the battery is not the cause, then it could be the power management card. The customer provided photos of the logs and shows device works on battery, it seems to be recharging now. Investigation ongoing.

Manufacturer narrative:
After further troubleshooting, the customer had performed tests up to step 9. The customer informed that they do not have the adapter for the rest of the test. However, the battery voltage is stable, and it does not appear to be behaving abnormally. After the customer looked at the logs it was confirmed that the error occurred every day during the month of july and since the end of june. Requesting to schedule onsite service for further investigation and repair. The rse dispatched a field service engineer for repair.

Manufacturer narrative:
The fse replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.